Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 07nov2018. The customer was sent a blower assembly to address the issue. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator went into a ventilator inoperable condition; an air valve liftoff failure was observed. There was no patient involvement. The event date was not specified; estimate used.